Event description:
It was reported that during the implant attempt, there was an apparent lead fracture, and a bend on the lead. The lead was not implanted; there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead, distal conductor connector pin bent. Upon visual inspection, it was noted that the lead was damaged during the implant process.